Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a closure of an unspecified vessel using a prostyle device. Reportedly, the footplate did not retract properly. Several additional prostyle devices were used to achieve hemostasis, though the exact number was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following additional information was received. This was reported as an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath prior to an interventional fenestrated endovascular aortic aneurysm repair (fevar) procedure. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated as (B)(6) 2023. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.